Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that ever since shoulder surgery three weeks ago the patient didn't feel as though the therapy was working as well as it was before. The other night the patient was up every two hours. The agent walked the caller through checking her settings and their therapy was on. The patient increased their stimulation to a comfortable level and confirmed stimulation in bicycle seat area that was comfortable. The patient reported they would maintain stimulation level and would continue to track symptoms.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that the device wasn't working was referring to symptom control. It was unknown if this was caused by normal battery depletion. The cause of the device not working was unknown. To resolve the issue a follow up appointment will be scheduled. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.